Event description:
It was reported that pump experienced malfunction alarm with code displayed on screen, and no events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction appeared in future.